Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm mega needle driver instrument's wire was broken. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was suturing when the issue occurred but they have not noticed any any issues with the functionality of the instrument prior to this. No fragment fell inside the patient¿s anatomy and there was no injury to the patient, also the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.